Event description:
It was reported that the bd syringe 3ml ll 200 s/c barrel cracked. The following information was provided by the initial reporter: material: 309657. Batch#: 4131474. Verbatim: rcc received a complaint via email. Good afternoon. I wanted to connect you with my clinic manager. Our staff has reported defects and broken syringes when being used for patient care. Both the 3ml (#309657) and 5ml (#309646) have displayed defects that caused medication to leak out onto a patient. In one case there was a crack in the syringe and the other there were 2 holes in the syringe. Can you please file a product incident report and guide on next steps? Thank you.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - barrel cracked. Two photos of a 3ml syringe, part number 309657 and batch number 4131474, were reviewed. One photo shows the package with all relevant product information, while the other displays a loose syringe with a crack extending from the 1/2 ml to the 1-1/2 ml graduation line, along with a white discoloration between the 2 ml and 2-1/2 ml marks. The condition is non-conforming per product specifications. The potential root cause of the cracked barrel is linked to the assembly process. However, due to the limitations of photographic evidence, the origin of the discoloration could not be confirmed, and no definitive root cause was identified. A physical sample is required for further evaluation and root cause determination. Additionally, a device history record (DHR) review was completed for lot number 4131474, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. This information will be captured in trend reports and monitored monthly, with our business team regularly reviewing the collected data to identify any emerging trends.